Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 500 mg/dl. Customer's current blood glucose level was 480 mg/dl. Customer had treated high blood glucose with manual injection. Troubleshooting was performed. Customer was not reporting symptoms related high blood glucose. Customer allege insulin pump was under delivering because blood glucose was going up with use of insulin pump. Insulin pump had passed high pressure test. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.